Event description:
Event description cpi received information that this endotak endurance ez lead was removed from serivice due to dislodgment. The lead would not stay in the ventricle, therefore the system was not sensing properly.